Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating cannula was missing on his sensor. The patient's blood glucose was 6.5 mmol/l at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was informed that a replacement sensor will be sent.